Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was already into my uterus'), perforation ('perforation/ migration'), embedded device ('essure device is identified embedded in the region of the right cornu.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C69247-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystitis and proctitis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gi condition") and alopecia ("hair loss"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (cholecystectomy, essure removal, total laparoscopic hysterectomy and essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, perforation, embedded device, ectopic pregnancy with contraceptive device, pelvic pain, seizure, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, gastrointestinal disorder, weight decreased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, gastrointestinal disorder, pelvic pain, perforation, seizure and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain and dysmennorhea (cramping). Additional surgeries type: other, date of additional surgeries: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- result not provided.. Lot number ( c69247 ) is inv. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was already into my uterus'), perforation ('perforation/ migration'), embedded device ('essure device is identified embedded in the region of the right cornu.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C69247-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystitis and proctitis. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gi condition") and alopecia ("hair loss"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (cholecystectomy, essure removal, total laparoscopic hysterectomy and essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, perforation, embedded device, ectopic pregnancy with contraceptive device, pelvic pain, seizure, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, gastrointestinal disorder, weight decreased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, gastrointestinal disorder, pelvic pain, perforation, seizure and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain and dysmennorhea (cramping). Additional surgeries type: other, date of additional surgeries: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- result not provided.. Lot number ( c69247 ) is inv. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Event essure device is identified embedded in the region of the right cornu added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was already into my uterus'), perforation ('perforation/ migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gi condition") and alopecia ("hair loss"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal and essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, perforation, ectopic pregnancy with contraceptive device, pelvic pain, seizure, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, gastrointestinal disorder, weight decreased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, gastrointestinal disorder, pelvic pain, perforation, seizure and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain and dysmennorhea (cramping). Additional surgeries type: other, date of additional surgeries: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information is transferred from the deletion case no: (B)(4), including events- perforation/ migration, ectopic pregnancy, device ineffective, references and source documents. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was already into my uterus'), perforation ('perforation/ migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C69247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystitis and proctitis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gi condition") and alopecia ("hair loss"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal and essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, perforation, ectopic pregnancy with contraceptive device, pelvic pain, seizure, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, gastrointestinal disorder, weight decreased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, gastrointestinal disorder, pelvic pain, perforation, seizure and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain and dysmennorhea (cramping). Additional surgeries type: other, date of additional surgeries: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- result not provided.. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was already into my uterus'), perforation ('perforation/ migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C69247-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystitis and proctitis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gi condition") and alopecia ("hair loss"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal and essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, perforation, ectopic pregnancy with contraceptive device, pelvic pain, seizure, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, gastrointestinal disorder, weight decreased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, gastrointestinal disorder, pelvic pain, perforation, seizure and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain and dysmenorrhea (cramping). Additional surgeries type: other, date of additional surgeries: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- result not provided. Lot number ( c69247 ) is inv. Most recent follow-up information incorporated above includes: on 10-aug-2020: update of information (batch is inv). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure ws already into my uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gi condition") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, seizure, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, gastrointestinal disorder, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, gastrointestinal disorder, pelvic pain, seizure and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain and dysmenorrhea (cramping). Additional surgeries type: other, date of additional surgeries: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : event device expulsion added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gi condition") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, seizure, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, gastrointestinal disorder, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, dysmenorrhoea, gastrointestinal disorder, pelvic pain, seizure and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain and dysmenorrhea (cramping). Additional surgeries type: other, date of additional surgeries: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Product indication updated. Essure explant date added. Case became incident. Previously reported ¿injury¿ was updated to pelvic pain. Events- abdominal pain, dysmenorrhea (cramping),blood disorder, heart disorder, gi condition , seizures, weight loss and hair loss were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.